Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced on (B)(6) 2018 due to unspecified reasons. No further information was reported.